Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was so unhappy with the device. There were no further complications or anticipations reported with this event.